Manufacturer narrative:
H10: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
B5: update "one-link non-dehp microbore catheter extension set" to "clearlink system non-dehp extension set" (the clearlink extension set was suspect in this event). G1 device manufacturer address/h10: remove reference to dominican republic manufacturing as location is known. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Manufacturing facility:(B)(4). This device was manufactured at one of the two following manufacturing sites: (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a one-link non-dehp microbore catheter extension set would not flow. The device was filled with ifosfamide and mesna for a total volume of 400 ml. The issue was identified during patient infusion. There was no patient injury or medical intervention associated with this event. No additional information is available.